Event description:
It was reported that the burr was stuck in the lesion. The severely stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.15mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck in the lesion. The device was simply pulled out with an extension catheter support and the procedure was completed with a different device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter. The handshake connection, sheath, burr, and coil were visually examined. Inspection of the device presented no damage or irregularities. The rotalink advancer that was used in the procedure was not returned for analysis. Functional testing was performed with a test advancer which was connected to the rotablator control console system and was able to reach optimum speed with no issues and there were no abnormal noises or leaks. There was no damage to the device, the burr was able to rotate and reach optimum speed during functional testing, and the clinical circumstances could not be replicated.

Event description:
It was reported that the burr was stuck in the lesion. The severely stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.15mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck in the lesion. The device was simply pulled out with an extension catheter support and the procedure was completed with a different device. There were no complications reported and the patient is stable.